Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was getting lightheaded. As such, surgical intervention took place wherein the leads were explanted and replaced to address the issue. Reportedly, the issue had been resolved post op.